Event description:
The customer observed false reactive alinity s chagas and provided the following data: sample ID: (B)(6) ¿ male, 28. On (B)(6) 2026, the results were 1.75 s/co, 1.77 s/co, and 1.69 s/co with lot 79142mm00 on analyzer (B)(6); confirmatory testing was negative. Sample ID: (B)(6) ¿ female, 66. On (B)(6) 2026, the results were 2.99 s/co, 3.11 s/co, and 2.58 s/co with lot 79142mm00 on analyzer (B)(6); confirmatory testing was indeterminate. Sample ID: (B)(6) ¿ male, 59. On (B)(6) 2026, the results were 1.77 s/co, 1.82 s/co, and 1.86 s/co with lot 79142mm00 on analyzer (B)(6); confirmatory testing was negative. Sample ID: (B)(6) ¿ male, 24. On (B)(6) 2026, the results were 1.03 s/co, 1.04 s/co, and 1.01 s/co with lot 79142mm00 on analyzer (B)(6); confirmatory testing was negative. Sample ID: (B)(6) ¿ female, 20. On (B)(6) 2026, the results were 1.16 s/co, 1.21 s/co, and 1.23 s/co with lot 79142mm00 on analyzer (B)(6); confirmatory testing was negative. The confirmatory test utilized for chagas was cesa. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.